Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), the belt failed incoming testing. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. The root cause of the damaged cable could not be positively identified, but was likely excessive force. No adverse event resulted from the pulled cable. The last pt to use this electrode belt did not report any deficiencies.